Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment for an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The physician reviewed a case of a patient that was treated with a talent stent graft. At the time of implant it was reported, one renal artery appeared compromised with a possible renal aneurysm that was not treated at that time. The implant procedure was considered successful at the time and the positioning of the device was described as accurate. At the patient's 6 month follow up the other renal artery had developed stenosis and required treatment. A stent was used to open up the vessel and the patient recovered well. No additional clinical sequelae were reported and the patient is fine. Exact date of implant and exact date of implantation is unknown.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). (Cause is unknown). Conclusions: (cause is unknown).